Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open rectal resection procedure while resecting the rectum, the tissue was so thick that the device did not fire completely and broke before ending. To complete the case, the surgeon used a different device with another reload. There was no patient injury.